Event description:
On (B)(6) 2012, the reporter contacted animas alleging that her son awoke with blood glucose (bg) levels in the high 400's mg/dl this morning, with positive ketones, and the pump said it was not primed. Mom states that patient was attempting to prime it and it would not prime. No rewind/load was required. Mom states after several attempts to prime the pump, she was able to confirm insulin seen from end of tubing. The patient has been disconnected from pump and is using backup plan. The current bg level is 366mg/dl. Mom confirms the patient was positive for ketones. Customer technical support (cts) had mom remove cartridge from pump and manually prime the pump. Mom confirms insulin is able to push easily through cartridge; there was no resistance. Mom is very frustrated, reports pump is malfunctioning , continues to demand replacement of pump. Patient will continue on his back up plan with manual injections, and off pump. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia with positive ketones.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed loss of prime associated with failure to perform an ezprime operation after a cartridge change. The pump showed one instance of loss of prime with zero force. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A force sensor calibration test confirmed that the pump was accurately detecting force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no loss of prime warnings occurred during testing. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.